Manufacturer narrative:
Product complaint (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occured. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a spring on the spacer block is deformed, and the plastic on the t-handle has a crack in it. They are consignment instruments and will need to be replaced. Both were broken intraoperatively. There was no impact on surgery, and surgery time was not affected. All pieces are accounted for.